Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Medwatch: "complaint: (B)(6) 2015, second line that the end of the tube slid out of the line while fluids were infusing. This incident is known to have happened at least twice. Both times its been with the same lot number. Complaint initiated by (B)(6). On (B)(6) 2015, dr (B)(6) of (B)(6) sent a secondary complaint of two more extension sets falling apart. These events were before attempting to connect to a pt. That's 4 confirmed defective products. All sent back to carefusion (B)(6)."

Manufacturer narrative:
The customer¿s report of a separation was confirmed. During visual inspection, it was noted that the smallbore tubing attached to the male luer was completely separated from the smartsite y-body valve. Visual inspection under a microscope indicated that there was insufficient bonding solvent applied at end of the tubing that was separated from the smartsite valve. No functional testing was performed because the set tubing was found separated at the intersection of the smartsite valve. Dimensional testing was performed and the smallbore tubing was within specification. The root cause of the customer¿s report of disconnected tubing was found to be a manufacturing issue due to insufficient bonding solvent being applied at the junction between the smallbore tubing and the smartsite valve.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported tubing separated at the connection of the smallbore tubing and the smartsite y-port during an infusion without patient harm.